Event description:
The patient&#39;s lead and generator were replaced due to high impedance. Per historical hospital policy, product return is not expected. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's device. X-rays were ordered and per the physician nothing obvious was seen the patient's seizures have increased however the patient does not have discomfort related to the high impedance. No further relevant information has been received to date.